Event description:
The event is reported as: complaint alleges that the circuit on the comfort flo has separated from the top of the heater. There were no alarms to alert the medical staff. Complaint alleges that the incident occurred 3 times on the same patient. Complaint indicates that the hospital had to place special procedures in place due to the potential safety consequences while using the comfort flo. There was no patient harm reported and patient condition is fine.

Manufacturer narrative:
Unknown if sample is available for evaluation, therefore, investigation is incomplete. A follow-up investigation report will be sent when completed.